Event description:
It was reported that a patient, male, underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, after transseptal puncture, left pulmonary vein isolation was performed. Blood pressure dropped slightly when trying to approach to right pulmonary vein. Soundstar catheter was reinserted to verify the intracardial situation by the echo; pericardial effusion was confirmed by ice. The procedure was aborted due to this event. The event occurred during ablation phase. They physician decided that pericardial drainage was not needed. Protamine was administered and then the blood pressure was recovered. There is no further information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is unknown, that it might have caused due to ablation at anterior wall by 35 w. However, there it was no malfunction of bwi product reported. Settings during the event include: 35 w. At anterior wall, 25 ¿ 30 w. At inferior wall.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: soundstar® 3d diagnostic ultrasound catheter us catalog # unknown lot # unknown (B)(4). (B)(4).